Event description:
It was reported that the pulsavac plus battery pack had burst and was deformed prior to opening the sterilized tray. Also, the inside of the tray had been contaminated with the black powder that appears to be the battery content. The planned surgery was completed with using alternative pulsavac plus unit.

Manufacturer narrative:
A review of the manufacturing records was performed. This lot was manufactured and released into inventory on (B)(6) 2011. There were no nonconformances related to this complaint during manufacture. All testing requirements were met. The returned unit was received unopened. The seal remained intact and the tyvek and tray materials were not discolored. The battery pack covers were deformed from becoming hot. The tray also was deformed. One of the anodes had ejected out of the battery pack and into the tray. The battery pack was opened and the batteries were deformed with 2 batteries having ejected the anodes. The remaining batteries also exhibited evidence of overheating. Visual examination of the wiring circuit for presence of damaged wiring did not reveal a condition that would have resulted in rapid battery discharge. A multimeter was used to check the wiring for any potential shorts and none were found. The cause of the complaint is a battery that had an internal short leading to the rapid discharge and overheating of the remaining batteries contained within the battery pack.